Event description:
A trilogy 202 ventilator was returned to a third-party service center for maintenance. There was no patient involvement, and no injury or harm reported. On device evaluation, the maintenance required message appeared on the screen. Evaluation of the device found the oxygen blending module (obm) printed circuit board assembly (pca) was found to be defective, as well as the flow sensor and sensor board. To address the defects found, the trilogy 202 pca, flow sensor assembly, sensor board assembly and obm blender gasket were replaced to address the failed component issues and the problem was resolved. Additional findings not related to the malfunction/issues: rubber feet were missing from the device and were replaced.